Event description:
It was reported that during a procedure at the user facility, the core impaction drill did not have enough power, resulting in a 30-minute delay to the procedure. The procedure was completed successfully with no medical intervention and no other adverse consequences reported.

Manufacturer narrative:
The components of the device showed signs of non-stryker repairs.

Event description:
It was reported that during a procedure at the user facility the core impaction drill did not have enough power, resulting in a 30-minute delay to the procedure. The procedure was completed successfully with no medical intervention and no other adverse consequences reported.